Event description:
It was reported that stent damage occurred. The 90% stenosed, 38mm x 2.5mm target lesion was located in the severely tortuous and calcified proximal end of left circumflex artery. A 2.50 x 38mm synergy drug eluting stent was advanced to treat the lesion. However, the stent was scraped against the calcification part and was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage with struts on the distal end stretched and pulled in a distal direction. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a kink 590mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38mmx2.5mm target lesion was located in the severely tortuous and calcified proximal end of left circumflex artery. A 2.50x38mm synergy drug eluting stent was advanced to treat the lesion. However, the stent was scraped against the calcification part and was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.